Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no pacing, even at maximum outputs. When checked via computerized tomography (CT) and chest x-ray, it was confirmed that the lead had advanced slightly. The patient refused any surgical intervention and the physician will continue to monitor the situation with follow up visits. The lead remains in use. No patient complications have been reported as a result of this event.